Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (loss of prime) issue. The reporter stated the patient experienced hyperglycemia associated with this issue with blood glucose measuring 320 mg/dl without any associated symptoms. This combination of elevated blood glucose in the absence of symptoms does not constitute a reportable adverse event in accordance with animas' reporting criteria for adverse events. This complaint is being reported because the reported issue has the potential to result in long-term cessation of insulin delivery to the patient. There was no indication that the product caused or contributed to a reportable adverse event.